Manufacturer narrative:
Device return: two (2) used d1000 tego connectors were returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connectors recorded minor component damages (membrane tears) . Engineering testing and analysis to the applicable product specification was performed. The results recorded no leakages and or performance issues. Findings: visual inspection of the as received tego connectors visually confirmed the reported component tear/damage. Testing of the tego connectors recorded no leakages and or functional issues.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged components/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis sessions, attending clinician removed/replaced tego connectors due to "..torn membranes". There were no reported adverse patient consequences. This is the mfgers. Follow up report to provide additional information and device return investigation results.

Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3265976 (mfg. 05/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Pending return of device.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged components/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis sessions, attending clinician removed/replaced tego connectors due to "..torn membranes". There were no reported adverse patient consequences.